Manufacturer narrative:
Additional information was added to h4, h6 and h11. H11: the actual device was not available; however, two (2) retained samples were evaluated. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. Air passage test and underwater leak test were performed, and no leaks were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock leaked solution at the vertical upward port in the middle of the device. The device was being used for the administration of medications including antibiotics and analgesics at a flow rate of approximately 4 ml/hour, when a nurse observed that a patient in the ward had become increasingly agitated during routine rounds. There was no report of patient injury or medical intervention associated with this event. No additional information is available.